Event description:
Litigation alleges pain and discomfort. Update rec'd (B)(4) 2013 - pfs and medical records received. Part/lot was provided. Patient was revised due to pain, disability, and gradual leg shortening. Revision operative notes indicate stem loosening with retroversion and subsidence. The stem and sleeve have now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1073882, 1157813 or 1106577. A search of the complaint database finds additional reported incidents against lot code 1139379 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.